Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for routine follow-up experiencing dyspnea and heart rate in the 30s. It was noted that the right ventricular lead had dislodged. The lead was successfully repositioned on (B)(6) 2015. The patient was in stable condition post procedure.